Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No needle anomaly could be confirmed due to the customer returning only the sensor missing the needle.

Event description:
It was reported that the customer inserted the sensor in the day prior, and, upon waking up, felt pain at the insertion site. The customer stated that she removed the sensor, and there was blood at the insertion site. The customer's blood glucose was 504 mg/dl. The customer treated herself with insulin pump therapy. The customer stated that the site was not actively bleeding. Troubleshooting was done. Advised to replace the sensor as blood on the connector could possibly damage the transmitter pins. Advised that a replacement sensor would be sent. Nothing further reported.